Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that leakage was confirmed from inside of the cassette during priming. The cassette was replaced and procedure completed.

Manufacturer narrative:
The lot complaint history was reviewed, this is the eighth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The customer reported during priming, leakage was observed from the inside of the cassette, prior to surgery. However, surgical debris was found in the aspiration chamber of the cassette housing and tubing manifolds suggesting the product had been used. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The direction for use (dfu) states that manufactures products are validated for single use only and should not be reprocessed or reused. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected within the cassette. A console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion, irrigation, and aspiration performance was tested at specific data points and met specification. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of leakage from the infusion or pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).